Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was not connected when therapy was initiated, but reconnected after. This occurred during drain five of five of peritoneal dialysis therapy. During troubleshooting, it was discovered the patient was not connected when therapy was initiated. The technical services representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.